Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on his insulin pump screen and he was unable to read his readings as he normally does. The patient's blood glucose at the time of incident was 260 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated that the bottom middle to top middle portion of the display was blacked out. The customer did not recall how the damage occurred. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform operating current and functional testing including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.